Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a qdot micro catheter and the patient experienced pericardial effusion that required a pericardiocentesis. After ablating the pulmonary veins, the posterior wall, and the left atrial appendage, the patient's blood pressure began to drop. The physician utilized the soundstar catheter to confirm that the patient had a pericardial effusion. A pericardiocentesis was performed and removed greater than 800 mls of fluid from the patient. A blood transfusion was performed and the patient was taken to the operating room for further intervention. The status of the patient was unknown by the caller. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.